Event description:
Cadd pump malfunctioned. Epidural ropivocaine was showing to be infusing and pump was showing vtbi as "0". Rn noted 60 ml still in vial so pump was reprogrammed for 55 ml vtbi. At 4 hr check the very same amount was noted to be in vial although pump had not alarmed and vtbi was again "0".